Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge and the pump turned on. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was between 115-330mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged shutdown issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged malfunction issue was verified.